Manufacturer narrative:
One power supply and one power cord model were returned for evaluation. Visual evaluation revealed damage to the power supply showing frayed wire. Visual evaluation revealed no damage to the power cord. Power supply determined to be damaged due to exposed wires. Power cord functions as intended. It was reported that the pes is not powering on. Reported event was visually confirmed. Power supply has exposed wires. Power cord functions as intended.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power supply cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.